Event description:
A customer obtained a false negative tbhcg result on one patient sample that was questioned by the physician. A new sample collected from the patient gave positive results and better matched the patient's clinical picture. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were serum and were centrifuged at 3,500 rpm for 10 minutes. Samples were aspirated from the primary tube for analysis. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse worked with hardware specialists; no hardware issues were noted. Verification testing met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.